Manufacturer narrative:
An event regarding seating/locking issues involving a triathlon insert was reported. The event was confirmed. The insert was returned without the locking wire. There is a small indent visible on the anterior face of the insert around the locking wire retention slot. There is no damage on the bearing surface of the insert. There are several scratches and indentations on the inferior surface both anteriorly and posteriorly. A material analysis engineer indicated "damage on posterior-distal surface consistent with implantation process. Damage also observed on anterior surface likely due to explantation process." No medical records were received for review with a clinical consultant. Review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. There has been no other event for this lot. The tibial insert displayed small indentations visible on the anterior face of the insert around the locking wire retention slot. There is no damage on the bearing surface of the insert. There are several scratches and indentations on the inferior surface both anteriorly and posteriorly. Material analysis engineer indicated that damage on posterior-distal surface consistent with implantation process. Damage also observed on anterior surface likely due to explantation process. If additional information becomes available, this investigation will be reopened.

Event description:
The customer reported that during a revision knee procedure, the ts 13mm size 3 insert did not engage properly with the back or the tibial baseplate. It was removed by the surgeon to try to replace it, however the locking wire was damaged on removal so could not then be reinserted. There was a delay of about 10 minutes as a replacement was used.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported that during a revision knee procedure, the ts 13mm size 3 insert did not engage properly with the back or the tibial baseplate. It was removed by the surgeon to try to replace it, however the locking wire was damaged on removal so could not then be reinserted. There was a delay of about 10 minutes as a replacement was used.